Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found reagent probes issue, and mixing wash well and wash station were dirty. The fse cleaned the mix bar wash station and wash stations. The failure mode was identified as defective reagent probes. The fse replaced the reagent probes to resolve the issue. Initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated false high glucose patient results. The erroneous results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.